Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood and tissue.

Event description:
During attempted implant, there was difficulty rotating the helix of the right ventricular (rv) lead. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.